Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) alleging an error 2 message on their one touch ultralink meter. The pt did not exhibit any symptoms or seek any medical attention due to the alleged issue. The pt was unable/unwilling to verify the technique of applying the blood on the test strip, and the condition of the test strips. The pt did not have a new test strip vial to verify whether the error 2 message still occurred. The meter was replaced. The complaint is being reported due to the alleged issue.